Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is suspected late implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 373334, mfd. 03/20/15, exp. 2020-03-15, gtin (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 332222, mfd. 02/06/15, exp. 2020-02-06, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 343339, mfd. 04/11/15, exp. 2020-04-11, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had pain relief for six months before complaining about a recurrence of pain. The surgeon suspected late loosening of the implants. He did not indicate that any of the implants were malpositioned. In (B)(6) 2018, the surgeon performed a revision surgery where the most caudal positioned implant was removed with moderate force. The most superior positioned implant was solidly fixed in bone and could not be removed using significant force, so it was left in place. The middle implant was also solidly fixed in bone and the surgeon broke the tip off the implant removal tool inside the implant. The tip of the tool is safely inside the implant and the surgeon is not concerned about leaving the implant in place. The status of the patient following the revision procedure is not known.